Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded an episode due to oversensing of the minute ventilation sensor and an out of range pace impedance measurement. Boston scientific technical services (ts) recommended reprogramming the right atrial (ra) lead configuration to unipolar pacing and bipolar sensing to help mitigate the spikes in impedance measurements. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.